Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields h2, h3 and h6. Corrected data: g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Three attempts were performed to obtain additional information, but no response was received from the customer. The legal manufacturer was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material was not confirmed. The root cause of the material remaining could not be identified. No physical damage was found at the locations where foreign material remained. A definitive root cause could not be determined. The event can be detected and/or prevented by following the instructions for use which state: detection method: gif/cf/pcf-290 series operation manual, chapter 3 "preparation and inspection". Preventive measures: gif/cf/pcf-290 series reprocessing manual, chapter 5 "reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colonovideoscope had foreign matter in the channel tube. The issue occurred during reprocessing. There were no reports of patient harm.